Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. Aortic neck was 30-32 mm in diameter and 4 cm long with moderate angulation. The iliac artery was tortuous, but otherwise the vessels were unremarkable. The patient was not an open repair candidate. In addition to fluoroscopy, an ivus catheter was used to help position the stent grafts during the implant. The endurant bifurcated stent graft, an ipsilateral extension, a contralateral limb, and a contralateral extension were deployed without issues. However, during the final angiogram run, the sma was slow to fill, and it was noticed that the bifurcated stent graft covered both renals unintentionally. The renal arteries were inadvertently misidentified as being more distal lumbars during deployment. A snorkeling technique to intervene from brachial access was unsuccessful, so a supra-celiac debranching bypass/conversion to perfuse the covered vessels was performed. The conversion went okay; however, the patient expired the following day from bowel ischemia, as the sma had been covered. The physician commented that the event was unr elated to the endurant devices. (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death).